Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. The patient was treated with cephalosporin and heparin (doses, frequencies and routes not reported). At the time of report, hospitalization was ongoing and the patient had not recovered. Pd therapy was ongoing. Additional information is not available.